Event description:
Additional information received identified that surgical intervention was undertaken, wherein the entire system was explanted. During the procedure, it was noticed one of the leads had fractured. It¿s unknown which lead fractured and both are being reported

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02863. It was reported that patient¿s scs system was autoreducing. System diagnostics recorded high impedances on all contacts except contact 14. Surgical intervention may take place to address the issue.